Manufacturer narrative:
Section of the initial MDR indicates the lot # as 7hpef03a, with the expiration date and device manufacturer date as 31-aug-2019 and 01-aug-2017 respectively. Based on the device returned by the customer, the correct lot # is 7apef03a, with the correct expiration and device manufacturer dates as 31-jan-2019 and 01-jan-2017 respectively. Sections have been updated with this information.

Manufacturer narrative:
The patient /family was the initial reporter, so personal information was not entered. The model# was not provided.

Event description:
At 14:00 a patient in the (B)(6) informed her mother she felt hypoglycemic, which involved symptoms of crying, anger, sweating and agitation. Her blood was tested on the contour next link 2.4, and the reading was 19.1mmol/l. The daughter washed her hands, and was retested on a different meter with a reading of 4.3mmol/l. The mother telephoned her healthcare team, who advised her to give the patient lucozade for hypoglycemia. Fifteen minutes later she was tested with a different meter and the reading was 15.2mmol/l, and the daughter was feeling better. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The advocate was advised to return the strips for evaluation.